Manufacturer narrative:
Correction: h6 (health effect impact code).

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The biomed was preparing to perform a blue star upgrade on the machine when they noticed a burnt diode on the motherboard. The motherboard was confirmed to be an original fresenius part. No damage was identified on any other components. The biomed did not notice a burning smell. It was confirmed there were no signs of any smoke, sparks, flames, or melted components. The machine had approximately 12,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. To resolve the reported issue, the biomed replaced the motherboard. They were then able to continue with the upgrade. The machine upgrade was completed, and the machine was put back in service. The damaged motherboard was not available to be returned for evaluation as it had been discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation was able to find objective evidence indicating a product problem. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The biomed was preparing to perform a blue star upgrade on the machine when they noticed a burnt diode on the motherboard. The motherboard was confirmed to be an original fresenius part. No damage was identified on any other components. The biomed did not notice a burning smell. It was confirmed there were no signs of any smoke, sparks, flames, or melted components. The machine had approximately 12,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. To resolve the reported issue, the biomed replaced the motherboard. They were then able to continue with the upgrade. The machine upgrade was completed, and the machine was put back in service. The damaged motherboard was not available to be returned for evaluation as it had been discarded.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The biomed was preparing to perform a blue star upgrade on the machine when they noticed a burnt diode on the motherboard. The motherboard was confirmed to be an original fresenius part. No damage was identified on any other components. The biomed did not notice a burning smell. It was confirmed there were no signs of any smoke, sparks, flames, or melted components. The machine had approximately 12,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. To resolve the reported issue, the biomed replaced the motherboard. They were then able to continue with the upgrade. The machine upgrade was completed, and the machine was put back in service. The damaged motherboard was not available to be returned for evaluation as it had been discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.